Manufacturer narrative:
The reported events were ¿lead noise,¿ mode switch and ¿insulation breach.¿ as received, a complete lead was returned in one piece. The reported events of ¿lead noise¿ and ¿insulation breach¿ were confirmed. Visual examination of the lead found two external abrasions breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. The cause of the reported events of ¿lead noise¿ and ¿insulation breach¿ was isolated to the external insulation abrasions and the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented for a generator upgrade procedure. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. During the procedure, insulation damage was observed visually on the lead in the pocket. The lead was explanted and replaced. The patient remained in stable condition.